Manufacturer narrative:
(B)(4). Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No pump error 79 alarms noted during testing. Pump error 63 alarm, variable 3, was confirmed in the formatted history file due to a cracked solder joint found on pin 6 of the ambient light sensor(u1).

Event description:
The customer reported via phone call that the insulin pump had pump error. The customer¿s blood glucose level was 134 mg/dl at the time of the incident. Customer was able to clear alarm and able to complete rewind. Displacement test was performed and it was passed. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.